Manufacturer narrative:
(B)(4). No additional information can be provided by the account.

Event description:
According to reporter, shavings from the inside of trocar cannula were scraping off and falling into the abdominal cavity. They believe this was occurring with the 12mm and 5mm opticals. They said it has happened in 3-4 cases over the last 3 weeks. There was no patient injury or hazard. Erilized prior to use?

Manufacturer narrative:
MDR submitted with incorrect complaint information. There was a mix up with a secondary, unrelated report. (B)(4). Report received from maude report mw5058722.

Event description:
According to the reporter, with gentle manipulation, while trying to go through the abdominal wall, the trocar then gave and hit the right lobe of the liver, causing a small laceration. Laceration repaired. Product: versaport 5mm bladeless optical trocar.